Event description:
The customer observed a falsely decreased hemoglobin result generated by the alinity hq analyzer for a patient. The result was not released out of the laboratory. Upon repeat testing, the result was higher. The following data was provided: normal range: 120 to 155 g/l. Initial result = 65 g/l. Repeat result (another analyzer) = 103 g/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.